Event description:
A pt that had cpc laser on friday, 10/9/98 had developed a "hole" in her sclera when she returned for her post-operative appointment on 10/10/98 requiring 2 stitches. The pt had already developed choroidals as a result of the hypotony and in being watched to see if further surgical intervention will be required.